Event description:
On (B)(6) 2009, company representative reported that both the up and down arrow buttons on the infusion device stopped working. He states the patient first noticed 5-6 months ago when the down button stopped working during a bolus and the up arrow button began working intermittently about 3 or 4 weeks ago while attempting a bolus. Company representative reports the problem with the up button progressively got worse. He states the patient has been taking injections for his boluses. Advised patient to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.